Event description:
It was reported that during an unknown procedure, the device seemed difficult to fire and the clips were improperly formed. There was no patient consequence. Another device was used to complete the procedure.